Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, "we received information today from [surgeon] at [user facility] that results from the implantation of over 75 sg pulmonary valves over the past 2.5 years is showing that 4-6 patients are showing a narrowing of their rvot resulting in mild stenosis and a pressure gradient across the pulmonary valve in these patients. No other details were given so far and the comment was made the at the lack of availability of larger size valves is a possible cause. Every effort has been made to provide the largest valves available of the past 30-36 months for this busy ross procedure program. Thank you and we will continue to investigate further as more information becomes available." Additional information states: in several recently implanted sg pulmonary valves at this hospital, patients are showing increased stenosis with narrowing of their pulmonary outflow tracts. Estimate of 3-4 patients showing unfavorable results less than 12 months post-op. Valves showing narrowing or ¿shrinkage¿ in the conduits. Patient showing pulmonary valve stenosis w/gradients post-op. One patient has had ballooning procedure.

Manufacturer narrative:
The manufacturing records could not be reviewed as no serial numbers were provided and the exact surgery dates are unknown. The following are currently not available for consideration in the investigation: patient demographics (age), medical history, reason for the initial implants and dates, operative notes, serial ids of homografts, details and dates the reported incidents, specific time to diagnosis of ¿narrowing of their rvot resulting in mild stenosis and a pressure gradient across the pulmonary valve (homograft) or reported reoperation/intervention of a ballooning procedure. Since serial ids were not made available, artivion was not able to review related donor or processing records to address concerns of ¿manufacturing issues¿. No additional information is pending. There is no report of explanted tissue, and no tissue was returned for evaluation and no laboratory/diagnostic or pathology reports have been provided. The use of cryopreserved allografts for right ventricular outflow tract (rvot/ross procedure) reconstruction have been widely reported in the literature. Homografts have been reported as the gold-standard and conduit of choice for use in rvot reconstruction due to excellent hemodynamics, resistance to infection, lack of need for anticoagulation, ease of handling, and decreased thromboembolic events (bielefeld 2001; kalfa 2012). In addition, multiple reports from the literature have demonstrated that nearly all conduits used for rvot reconstruction require replacement because of stenosis or insufficiency, especially in infants and young children (mercer 2018, poynter 2013, karamlou 2006). Valvular and perivalvular insufficiency and stenosis have been reported or associated with the use of cryopreserved allografts and is included in the cryovalve sg instructions for use. The sg cryopreserved human tissue risk management file was reviewed. The reported event is addressed. No tissue was returned for evaluation and no serial numbers were received. There is insufficient information to determine the root cause for the reported events and any relation to the allograft/donor. Adequate precautions are provided in the instructions for use. Additionally, there were no explants reported, so there were no samples returned to artivion, and therefore could not be examined to determine a root cause for the reported stenoses. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. There is insufficient information to determine the root cause for the reported events and any relation to the allograft/donor. Adequate precautions are provided in the instructions for use. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.